Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID 3037 lot# serial# (B)(4) implanted: explanted: product type programmer, patient. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from the patient on october 25th reported she was having trouble with the stimulator working, the patient thought it needed to be reprogrammed, because it was not helping with her symptoms. The patient noted her implant was for both her bladder and bowels. The patient stated that her interstim had ¿worked pretty good¿, working a bit better and it wasn¿t near as bad as it used to be. The patient noted if she had to go right now she would wet herself before she got to the bathroom. The patient noted every now and then she had an accident. The patient noted it was the diarrhea that caused her to go and it was ¿awful¿. The patient noted she might not go for a couple of days and it may start. The patient¿s husband stated the patient would be constipated where she had to go to the bathroom, and went in there, but she really didn¿t have to go. The patient noted they had to go to the bathroom the other night, but did not make it to the bathroom, and the patient had to use pads. The patient noted that before the interstim it was ¿a mess¿ but it still wasn¿t where it should be. The patient¿s husband noted on (B)(6) the patient programmer wasn¿t working, he had the patient programmer off since implant, but realized it was only an issue with the batteries, he needed to put new batteries in. The patient put new batteries in and the unit powered up and was working. It was noted the issue was resolved. The patient synced with the patient programmer and it showed stimulation was on. The patient initially reported a ¿c¿ on her patient programmer screen. The patient was able to see the main therapy screen with setting on 3.2 v. The patient adjusted the stimulation to 3.8 v, and confirmed that she could feel stimulation on the left side of her butt, and confirmed that the stimulation was comfortable. The patient stated she normally felt stimulation on the right side where the ins was implanted. The patient noted they had a fall, and hit her back or butt and she didn¿t know if the fall caused her symptoms or not. The patient stated she went to the bathroom at night and tripped over her feet. The patient noted she did not fall on anything hard because she braced and fell on the carpet. The patient did not know the date of the fall or the date the bladder and bowel symptoms. The patient¿s husband mentioned in 2-4 weeks they wanted to see dr. Sanchez. There were no further complications that have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that the patient's device didn't appear to be working like it should. The patient stated that she never felt much stimulation and the patient said they met a manufacturing representative that told the patient to leave stimulation like it was. The patient was advised to change the program if it didn't get better. Trouble shooting attempts were made and the patient programmer showed stimulation was on and the patient was able to switch from program 1 to program 2. There were no further symptoms or complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received: it was reported that the patient was having trouble with their stimulator, but didn't know if it was the stimulator or what the problem was. Patient stated sometimes it worked and sometimes it didn¿t, meaning sometimes it helped their symptoms and sometimes it did not. Patient saw their managing hcp and rep and said to try different programs. Patient had access to the patient programmer and it showed that stimulation was off. Caller stated they may have accidentally turned it off. Patient was able to turn on stimulation and adjust it. Patient changed stimulation to 2.5 and could feel stimulation. Patient reported they were having problems with ¿getting up and down¿ and that morning a had a little bowel movement and sometimes would get constipated and it was hard if they wanted to go somewhere they would think they would have to go to the bathroom but wouldn't have to. That had happened 2-3 times already that day. Caller reported patient symptoms were much better now than they were prior to the implant but patient was still having a little bit of bowel movement time and patient still wore a pad just in case. Caller reported patient¿s b bowels were no longer soupy and running down their leg like they previously did. There were no further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received: it was reported that the patient said they had good results, but lately they had been having a lot of issues with symptom control. Patient said they were probably on program 2 for 3-4 weeks and had diarrhea all the time. Patient changed to program 3 after speaking with the rep and ever since then they had been having the urge to go to the bathroom all the time. When they went they weren't urinating much. When patient got up in the morning they would have to go to the bathroom right away, like 3-4 times. Patient said they hadn't felt stimulation very much. Stimulation was shown to be on and patient had ability to change stimulation. Patient changed to group 4, but they only felt stimulation in their legs. Patient tried group 1 and felt it in the front of their leg. Patient switched to group 2 and felt stimulation in buttocks, so they left if there. Patient would monitor symptoms. There were no further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Follow-up with the patient determined that they patient had some stimulation sensation in the lower part of their buttocks after "re routing" the device. Patient status is unknown at the time of this report. There were no further complication reported or anticipated.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer (con) and a healthcare professional (hcp) regarding a patient who was implanted with a neurostimulator (ins) for gastrointestinal/ pelvic floor. It was reported that the patient was having diarrhea. On 2017-07-18, they stated that, now, they couldn't go to the bathroom and had been constipated for 4-5 weeks, since around the implant. The patient stated they took a dulcolax laxative the day of the report, had diarrhea and had gone 3-4 times that day and their behind was raw. The patient stated they had not had too many problems with urine. The patient was redirected to their hcp. The patient called back the same day to state that they had not had a good bowel movement in the past 6 weeks and they did not know what to do so they took a dulcolax to help go to the bathroom for diarrhea. The patient stated they took one the day of the report and, since then, had 4-5 accidents and their rear end was very sore. The patient stated they did not know if they did something they should not have. The patient stated they had not felt stimulation since implant. They also stated they had relief of symptoms for the first few weeks after having the implant and then it just stopped and they could not go to the bathroom. The patient stated they had a bad bladder and had bad diarrhea and thought they were implanted for both. On 2017-07-07, it was reported by a hcp that the patient was given lomotil to help resolve the diarrhea. On 2017-07-24, it was reported that the diarrhea was better but, overall, the constipation was not better. They noted they had to go back to the doctor. The patient felt like there should have been more conversation on the gadget, but did feel like there was a lot of information on this. The couple of months prior to the report, they started having gas pain and [illegible], which haven't been good. The bottom line was, they had been diagnosed with fatigue and a urinary tract infection (uti). They hoped that their new doctor could get rid of their uti and kidney infection. There were no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. It was reported that the patient had "installation" on (B)(6)2017and "follow-up on procedure of diarrhea and constipation" on (B)(6)2017. The kidney infection was not related to the device or therapy. The patient had a urinary tract infection (uti) and/or "bladder." The patient's weight, the circumstances that led to the infection, and the steps taken to resolve the infection were not reported.